Event description:
The facility reported that the scale plastic base cover was cracked after putting a patient on the lift. The lpn gave approval to proceed with the bath. After the bath, while the patient was being transported out of the bathroom, the lift became unstable and wobbling with the patient in it. The staff immediately took the patient back to the bath tub for safety. No injuries were reported.